Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the audio bolus button cover was peeling and thinning and there were button response issues with the audio bolus button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/24/2016 with the following findings: the pump was returned with the bolus button cover torn and with the bolus button slug missing; the bolus button response issue could not be tested due to the missing slug. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked.